Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was stress incontinence. The procedure performed was a vaginal sling with prolene mesh and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.